Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dizziness (no syncope) in association with pacing failure. The device was interrogated and no issue was observed. The pacing failure was intermittent with the longest pause around 2 seconds in duration. At the time of the pacing failure, the patient was receiving dialysis treatment and medication had been increased. The medication increase may have caused an increase in threshold which led to pacing inhibition. The medication was discontinued and the device outputs were reprogrammed. No additional adverse patient effects were reported.